Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for overactive bladder, and urinary retention it was reported that it's very effective; the only issue right now is having severe pain and going to their urology doctor, and they are having pain with the device and all the way around the implant area (this happens sometimes, and it's not because of anything they did or that it happened during the procedure; sometimes when the device is placed, your muscles are healing). There is a possibility for the device to stick out a part of your body or to turn inside of your body, so they would be having a place on the other side of their body, but deeper in the muscle. This usually happens if someone is smaller-framed, which is what they were told.) They are going to do a revision surgery, and they have to put it on the opposite side of their body instead! But for anyone considering this, it doesn't work for everyone, but for those of you who it does work for, it will change your life! ¿ they have a representative who will meet with you before your surgeries and will be in both of the surgeries and then follow up with you after. Had a great experience for the first surgery, they had the permanent leads implanted, and then I just had to wear an elastic waistband with a temporary device for one week, and then exactly one week later I had the second surgery where they implanted the permanent device. Was put under general anesthesia for both surgeries. Their representative was amazing. He was so kind and compassionate. The week in between both surgeries, I talked to him on the phone every day because they work with your doctor and want to check your progress to see if it is effective in treating your symptoms to make sure that you 100% want the permanent device placed in... Mine was great